Manufacturer narrative:
Device evaluation: "dimensional and functional inspection found the lens to be within specifications." Should have also been included in supplemental #1 medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Conclusion code: 4310 should have been included in supplemental #1 medwatch report. Result code: 114 should be removed from supplemental #1 medwatch report as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a case/vial, dry with surgical residue on the lens. Visual inspection found the lens optic torn, the haptic bent, and fibers on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicm5_12.6,-4.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.